Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable lab attire when operating or maintaining this or any other automated lab analyzer. The field service engineer (fse) serviced the unit and replaced the vacuum isolator chamber (vic) pump tubes and diluent filters. The rollers on the diluent pump were lubricated and solenoid lv8 (probe-wipe waste select) aspiration to rinse block tubing was messaged. The reservoir's sweep, probe and baths were decontaminated. Lastly the diluent was replaced. The root cause remains unk. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
The customer reported while running the instrument there was a grinding noise within the coulter act diff analyzer and its probe leaked. The potential for biohazard exposure with the reported incident was present. The operator was wearing protective equipment (ppe) consisting of lab coat, gloves and eye protection at the time of the incident. There was no exposure to mucous membrane or open skin lesion. No injuries occurred and medical attention was not sought as a result of this event. The material safety data sheet (msds) is readily available and was faxed to the customer. The lab's exposure control or risk management plans are in place. There was no death or serious injury or change to pt treatment and no affect to operator safety as a result of this event. The unit was powered off and service requested.